Manufacturer narrative:
During an internal review on 28-oct-2024, noted a correction to the 3500a initial under the d10. Concomitant medical products and therapy dates section as it should have included unk_octaray nav and unk cs catheter. Therefore, added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 06-dec-2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31167670l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation with a qdot micro catheter and the patient experienced arrhythmia that required medication and pacing. The case was a redo atypical flutter case. The patient was in a flutter with a cycle length of 300 from the start of the procedure. They mapped the right atrium along with the left atrium with an octaray mapping catheter. They confirmed block in the cti line from the previous procedure so the doctor ablated the posterior svc in the right atrium with the qdot catheter. This did not terminate the flutter so the doctor ablated anterior to the right superior pulmonary veins in the left atrium. The flutter still didn¿t terminate. They then went back into the right atrium and ablated an isthmus on the anterior svc. The doctor created a handful of lesions in this area before terminating the flutter. When the flutter terminated the patients natural rhythm did not resume and so the physiologist paced the cs catheter. Ten to twenty minutes passed before the patients natural rhythm resumed with the help of an isoprenaline infusion. The patient was monitored overnight and was kept on an isoprenaline infusion. The doctor deemed the atypical ablation successful and suggested that the patients sa node was ¿sleepy¿ as the patient hadn¿t been in a natural sinus rhythm since 2019. No other adverse events occurred during this procedure. Additional information was received on 19-sep-2024. The physician's opinion on the cause of the adverse event was patient condition. Additional information was received on 01-oct-2024. After the flutter was terminated the patient was in a ventricular escape rhythm. After half an hour the patient went into a 2:1 heart block.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 09-oct-2024. The patient was in an intensive care unit overnight. The overnight stay was for monitoring initially to see if the av node recovered but it did not and the patient then required a pacemaker. Therefore, processed the following: - checked b2. Is required intervention. -added to h6. Health effect - impact code "surgical intervention (f19)." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).